Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that there was difficulty advancing the cook coda balloon catheter over the wire guide. The patient was undergoing an endovascular aortic repair procedure on (B)(6) 2026 where stent grafts were being placed from zone 2 to the supra celiac aorta. After the placement of two zenith alpha thoracic endovascular graft proximal components and a zenith dissection endovascular stent, post dilation with a cook coda balloon catheter was attempted. However, resistance along the wire was noted prior to insertion into the body. Although the balloon could be advanced over the wire guide, resistance was again encountered and delivery to the target site was unsuccessful. A new cook coda balloon catheter of the same specification was used. Resistance was similarly felt; however, the balloon was successfully delivered to the target site, and post-dilation was performed to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The focus of this report is the first cook coda balloon catheter that was difficult to advance over the wire guide prior to insertion into the body.